Event description:
It was reported that the stylet was difficult to insert into the right ventricular (rv) lead during the implant procedure. After the stylet was inserted into the lead, the physician was unable to extend or retract the rv lead helix. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. The physician alleged a malfunction against the lead and the extended procedure time was considered to be clinically significant for the patient.

Manufacturer narrative:
The reported events of helix mechanism issue and failure to advance stylet were confirmed. As received, a complete lead was returned in one piece. A visual examination of the lead revealed the helix was extended and clogged with blood and tissue. An x-ray examination of the lead revealed the inner coil in the connector region was over torqued due to procedural damage. The stylet insertion test was unable to be performed due to the over torqued and damaged inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix was able to successfully retract and extend. The measured full helix extension length was within required performance specification. The cause of the reported events was due to the over torqued inner coil in the connector region and the helix and inner coil clogged with blood and tissue.